Event description:
It was reported that 15 point of care unit (pcu) front cases needed to be replaced due to cosmetic crack, peeling labels, chip, break and unresponsive buttons.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 15 point of care unit (pcu) front cases needed to be replaced.